Event description:
The customer reported the system experienced intermittent system booting failures. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu. The system operates as intended.